Manufacturer narrative:
Investigation results: conmed linvatec received the device and packaging for evaluation and confirmed the reported problem. A visual examination confirmed the product sterility was compromised. A puncture hole was observed in the pouch, which resulted from the device inside the package. An investigation remains in process for this failure mode. Conmed linvatec continues to monitor this device for failure.

Event description:
Our distributor in (B) (4) reported that holes were found in the package containing this sterile bur tip. Our distributor reported that this was found during inspection of the device prior to shipment to an end user. There was no report of serious injury or surgical delay related to this event.